Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred and thermocool® smart touch¿ electrophysiology catheter where thrombus occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was back- bleeding from the valve. The sheath was replaced and the issue was resolved and the procedure continued. The sheath was being inserted when the leakage was noticed, and the sheath was removed immediately and replaced with another vizigo. No air entered the patient¿s body. No percutaneous or surgical removal was required. The hemodynamics was not compromised due to bleeding, the approximate volume of blood loss was 1cc. No medical intervention was required. No patient consequences were reported. The hemostasis valve (gasket) did not break into two or more separate pieces nor detached from the sheath. However, the hemostatic valve leakage is an MDR-reportable issue. This report is for the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The thermocool® smart touch¿ electrophysiology catheter has been reported under manufacturer's report number: 2029046-2020-01485.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred and thermocool® smart touch¿ electrophysiology catheter where thrombus occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was back- bleeding from the valve. The sheath was replaced and the issue was resolved and the procedure continued. The sheath was being inserted when the leakage was noticed, and the sheath was removed immediately and replaced with another vizigo. No air entered the patient¿s body. No percutaneous or surgical removal was required. The hemodynamics was not compromised due to bleeding, the approximate volume of blood loss was 1cc. No medical intervention was required. No patient consequences were reported. Device evaluation details: device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no non-conformance was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).